Manufacturer narrative:
This report is submitted on january 9, 2020.

Event description:
It was reported that the battery charger allegedly caused sparking. The cable was frayed. There was no allegation of serious injury. Associated with the issue. The battery charger has not been returned to the manufacturer as of the date of this report.